Event description:
As reported by the user facility information by bbm sales organization the united kingdom: "overinfusion". According to the customer: "patient attended medical day unit for IV furosemide infusion which was commenced as prescribed. Within 10 minutes of this being set up the machined stared beeping to inform staff that syringe was nearly empty despite being set for 3 hours. Machine was set at and was showing the following on the display screen: vtbi 43.79 ml - 14.67 mls/hr - time 3.00hrs immediate action. Infusion stpped immediately incident explained to the patient and apologies given. Cardiology specialist nurse contacted and informed. Observations checked. Repeat bloods taken for u&e's -renal function off prior to infusion, has had u&e.s taken before infusion started. Reviewed on unit by cardiology specialist nurse. Severity 2, minor likelihood, 2 unlikely risk rating: low (yellow) type 1, patient safety incident (inc falls)"

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation results: history inspection: the device history files were read and analyzed. No date of the incident was given from the costumer. Therefore, the last history files with the given time and rate were investigated. At (B)(6) 2023 11:18 am a bd plastipak 50 ml syringe was inserted. One minute later the vtbi was set to 440 ml and the time to 03:00 hh:mm. That produced a calculated rate of 146,6 ml/h. The infusion was started at 11:26 am. At 11:38 am a syringe near empty alarm was displayed. At 11:41 am the infusion was stopped by the costumer. Up to that time the device has delivered a volume of 38,12 ml. At 11:42 am the costumer set a new vtbi of 44 ml and the time 03:00 hh:mm. That produced a calculated rate of 14,67 ml/h. The infusion was started at 11:42 am. Between 11:42 am and 11:42 am the infusion was started and stopped two times. Up to 11:42 am the device has delivered a volume of 38,35 ml (act. Volume infused). The syringe was taken out at 11:47 am. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows some liquid residues at the outside. Furthermore, the device is in a clean state and no visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,13%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Test equipment: for examination used disposables: description: bd plastipak 50 ml, ref.: 300865, lot: 2204097. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. The complaint malfunction is due to a wrong user handling. The costumer set a rate of 440 ml and a time of 03:00 hh:mm. That produced a rate of 146,6 ml/h. Therefore, the device alarmed with a "syringe near empty" alarm 12 minutes after starting the infusion.